Event description:
It was reported that despite the dressing was well sealed, it continued to give the alarm "leak". Once the pump has been changed, the problem has been solved.

Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual and functional evaluation of the device found the pump inlet broken, this damage likely caused the leak alarm experienced by the customer. In addition the top case and keypad membrane were also broken. Following the complaint assessment suitable repairs were conducted and the device was tested and confirmed working within expected parameters. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.